Event description:
It was reported that the insulin pump had a blank display. It was noted that the insulin pump was without batteries thirty minutes prior to the call. Display did not return with the insertion of a new battery. No further information reported.

Manufacturer narrative:
The pump was received with a blank display due to the battery tube connector not being plugged in properly. The pump also had a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads, and minor scratches on the display window.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.